Event description:
It is reported that the complaint events has occurred around (B)(6), 2012. The catheter placement was completed. The user found that the catheter was sliding easily and that the cuff was separated away from the catheter and still attached to the pt's tissue inside the body. No reported incidents occurred after replacement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the device was discarded after the event occurred. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.